Manufacturer narrative:
Product evaluation: analysis results are not available; the device was not returned for evaluation.

Event description:
The surgeon reports that during a post-operative follow up after the implantation of the device, the patient had acquired an "incision infection". The wound was debrided and the patient treated with antibiotics. At this time, the patient has made a "good recovery".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.